Event description:
A malfunction alarm was reported, with malfunction code malf 12 displayed. It was unclear whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the customer declined to answer that question. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.